Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter stated that customer received the following results within 10 minutes: 1. 35 mg/dl, 52 mg/dl, and 50 mg/dl (1. All three test were done with the inform ii system) 2. 37 mg/dl and 50 mg/dl (2. Result 37 mg/dl was with inform ii system, result 50 mg/dl was a lab result) sets of readings were obtained on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.